Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inflamed lymph nodes, abscess and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported having been injected with belkyra. It is not known if the skin grid was used. Patient developed inflamed lymph nodes in the right lateral submandibular area 2 weeks after the injection. Patient then developed an abscess afterwards. It was noted that the infection was treated with antibiotics and drainage. Symptoms ongoing.